Event description:
Related manufacturer reference number: 1627487-2021-18694. It was reported the patient experienced ineffective stimulation due to lead migration. The issue was confirmed via x-rays. Surgical intervention took place wherein the system was explanted and replaced to resolve the issue. The ipg was electively replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.